Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft placement for treatment of a left iliac artery aneurysm, the stent graft allegedly partially deployed 4cm and could not be deployed any further. It was further reported that the delivery system was allegedly difficult to remove and the outer sheath was found broken. The delivery system and stent graft were able to be removed and the procedure was completed with another device. There was no reported patient injury.

Event description:
It was reported that during a stent graft placement for treatment of a left iliac artery aneurysm, the stent graft allegedly partially deployed 4cm and could not be deployed any further. It was further reported the outer sheath was found broken. The delivery system and stent graft were able to be removed and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent products are identified. Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: based on the evaluation of the returned sample the reported partial deployment and sheath fracture could not be confirmed as the stent graft was found completely released. However, it could be confirmed that deployment issues occurred during treatment. The outer sheath was found to be highly elongated, therefore, it was concluded that high deployment force was present. The inner catheter was found to be broken and a part of it was inside the delivery system; furthermore the delivery system was found not fully activated, therefore, it was assumed that the stent graft was pulled out manually. As a result of the investigation performed the complaint is confirmed. However, a definite root cause for the reported event could not be determined. The reported application represents an off label use of the device. Labeling review: in reviewing the labeling of this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established. (Device code 2906 deployment issue). (Removed device code 1260 fracture, removed device code 1536 retraction problem) (added device code 1069 break, added device code 1158 failure to deploy).